Event description:
Customer reported that pt presented with a ventral hernia at an unspecified time following colon resection. Pt was taken to the or three months following the initial surgery event for correction of the ventral hernia.